Event description:
A hospital in (B)(6) reported via our distributor that an rt240 adult dual heated breathing circuit had a pin-sized hole on the inspiratory limb of the circuit. The hospital has confirmed that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult evaqua breathing circuit was returned to fisher & paykel healthcare for evaluation. The circuit was visually inspected. Results: visual inspection revealed a hole in the inspiratory limb of the breathing circuit. The hole was found next to the elbow connector. A lot check could not be performed as no lot number was provided. Conclusion: based on the visual inspection, the inspiratory limb appears to have been punctured with a sharp object. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing is performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. The customer has confirmed that the subject breathing circuit was in use for a day before a leak was observed, which indicates that the circuit became damaged during use. The user instructions supplied with the rt240 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.